Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the computer part, the system functioned as normal. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that there was a hard drive malfunction. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure, with no patient present. It was reported that the screen was intermittently cutting out.